Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced acp to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported problem was replicated. The logs contained errors 32101 and 32096, indicating that the fault occurred in the field. Visual inspection found no issues related to the reported event. The acp was installed in the golden system. Upon power-up, errors 32101 and 32096 were present, confirming acp failure. Based on these findings, failure analysis concluded that the acp was the root cause of the reported problem.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, operating room staff experienced error 32101 at system startup and attempted multiple power offs, but the error repeatedly returned. A hard power cycle was then performed, and the error still returned. Troubleshooting next included attempting to disable the condition, which resulted in all boom and cart drive functions being disabled, leaving the system unusable in its current state. There was no report of patient involvement or reported injury.